Manufacturer narrative:
The provided photo did show evidence of moisture. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that prior to use the customer noted that 2 of their intra-aortic balloon (iab) kits they had on site contained moisture in the sealed internal trays. The customer provided a picture of the device. This issue was noted prior to use on any patient and there was no patient involvement. This submission is for the second iab.

Manufacturer narrative:
The sensation catheter kit was returned intact and sealed. Clear fluid was found inside the product packaging. The evaluation consisted of a visual inspection confirming the presence of fluid inside the device packaging. A sample of the fluid has been tested via infrared spectrum analysis. The attached infra-red spectrophotometer results confirmed that the substance was silicone which had migrated inside the packaging of the device during storage. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Devices with silicone found in the packaging can continue to be used and pose no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The event has been confirmed, there was no malfunction of the reported devices. (B)(4).

Event description:
It was reported that prior to use the customer noted that 2 of their intra-aortic balloon (iab) kits they had on site contained moisture in the sealed internal trays. The customer provided a picture of the device. This issue was noted prior to use on any patient and there was no patient involvement. This submission is for the second iab.